Event description:
A cartridge change error was reported with a pump. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer to inspect and clean the cartridge and pneumatic tap area, after which the customer successfully reattached the cartridge and resumed using the pump.